Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with right ventricular (rv) and right atrial (ra) leads showed noise on both channels. The patient experienced dizziness and near syncope. The system was removed with laser and a new one was implanted at the same surgical procedure. The ra and rv leads are not expected to be returned. For analysis. No additional adverse patient effects were reported.